Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error alert issue could not be verified. Additionally, the alleged battery issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, the battery was intermittently observed to be depleting quickly which resulted in the pump shutting down. Reportedly the customer had an alternate pump for insulin therapy. The customer¿s blood glucose was between 179-290(mg/dl).